Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy revision (redo) procedure, while stapling the sleeve, on the first firing, the stapler had an excessive alarm and stopped through the firing; the surgeon compressed the tissue and fired again and the reload completed the firing. On the second firing, the firing stopped at 20mm; the surgeon compressed the tissue and fired again, but the device fired until 40mm only. Compression of tissue was done again but the device did not continue firing. On the third firing, the device partially fired until 30mm. It was also noted that the staple line was incomplete centrally. The surgeon over sewed the staple line to resolve the issue.